Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. (B)(4). Approximate age of device ¿ 1 years 8 months 8 days. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital with shortness of breath, fluid overload and a subtherapeutic inr. It was noted that the patient was developing a hemolytic profile consistent with partial device thrombosis. Additional information was requested, but not yet provided.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. Multiple requests for additional information regarding the event were issued to the customer but no further information was provided. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) lists pump thrombosis, hemolysis, hypertension, and infection as adverse events that may be associated with the use of the hm3 lvas. The IFU provides information regarding anticoagulation, including the recommended inr values. Care instructions in regard to preventing infection are also provided in various sections of the IFU. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported stroke could not be conclusively determined. Thromboembolism and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the subject became hypotensive and was transferred to the intensive care unit. Blood cultures were positive. Patient was given parenteral antibiotics and norepinephrin.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Additional information: no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.